Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the presenting electrogram (egm) and found there is atrial fibrillation (af) with rapid ventricular response (rvr). In which the left ventricular (lv) is oversensing the af and is inhibiting pacing. Additionally, ts reviewed a stored ventricular episode in which there was oversensing and undersensing due to low r waves resulting in an inappropriate pace. Technical services provided programming recommendations. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the presenting electrogram (egm) and found there is atrial fibrillation (af) with rapid ventricular response (rvr). In which the left ventricular (lv) is oversensing the af and is inhibiting pacing. Additionally, ts reviewed a stored ventricular episode in which there was oversensing and undersensing due to low r waves resulting in an inappropriate pace. Technical services provided programming recommendations. At this time, the device remains in service. No adverse patient effects were reported.